Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination was performed on the returned flextome cb monorail device. The balloon was observed to be unfolded which indicates that the balloon had been subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be escaping from a balloon longitudinal tear starting 1mm proximal of the proximal markerband and extending 2mm distally. The rated burst pressure of this flextome cb monorail device is 12atm (atmospheres). A visual and microscopic examination of the tip, blades and markerbands identified no issues which could have potentially contributed to this complaint. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noticed that the pressure did not increase starting at 4 atmospheres. Furthermore when the physician attempted to remove the balloon from the patient's body, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noticed that the pressure did not increase starting at 4 atmospheres. Furthermore when the physician attempted to remove the balloon from the patient's body, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.